Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed counterfeit battery was present, top and bottom case were cracked and right plunger case was cracked. Review of the event history log showed an occurrence of "motor rate error." The reported error was duplicated during functional testing, which included occlusion testing. The investigation determined that normal wear of the motor assembly was the cause of the reported issue. It was noted that the parts were seventeen (17) years old. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error. No patient injury reported.